Event description:
Found during inspection. According to the reporter, the device will not power up. No pt involved in the reported incident.

Manufacturer narrative:
Physio-control replaced the device. Physio evaluated the device and observed that it would not power up. Physio further evaluated the replaced device and observed that a fuse, designator f1, was blown and determined that root cause for the blown fuse and the failure of the device to power up was an ic chip, designator u10.